Manufacturer narrative:
Batch review performed on 06 november 2018. Lot 181886: (B)(4) items manufactured and released on 28 may 2018. Expiration date: 2023-05-13 no anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager on (B)(4) 2018 early infection in cemented tka, 9 days after primary operation. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
The patient came in complaining of pain 9 days after the primary. The pain was caused due to an infection (unknown pathogen). An I&d and poly-swap was performed.